Event description:
It was reported that the patient presented remotely via merlin.net upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited failure to sense. No intervention was performed at this time. The condition of the patient was unknown.